Manufacturer narrative:
Concomitant medical products: product ID: 8835, lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter product ID: 8835 lot# serial# (B)(4) product type programmer, patient.

Event description:
It was reported that a patient death occurred. A family friend reported that ¿someone¿ was pressing the ptm (personal therapy manager) button to give him "too many boluses" every hour while making the comment ¿I¿m giving him more than he is suppose to have but he is in pain.¿ the family member was convinced that the patient was being intentionally overdosed. The manufacturer¿s representative stated that the ptm was set up to give the patient a 2mg/ml dose of morphine for a maximum of 2.2mg/day (1x/2 hours, 4x/day maximum). The healthcare professional (hcp) stated that the patient died of complications due to terminal cancer and it was noted that the patient was in hospice at the time of death. The hcp stated that the death was not related to the pump. The pump was not returned and no autopsy was performed. The pump was used to infuse morphine (unknown). Follow up was conducted to obtain further information but had not been received at the time of this report. If additional information is received a follow up report will be sent.

Event description:
Logs were attempted to be obtained to evaluate whether boluses were requested every hour and whether the requested boluses were delivered or denied. The device manufacturer representative (rep) was only able to obtain a refill print out as the health care provider (hcp) didn¿t print the logs at that refill. Per the printout, the pump was examined on (B)(6) 2015. Nothing abnormal was noted on the print out. No further information was provided.